Manufacturer narrative:
(B)(4) - watery, burning eyes; itchy throat. The facility biomed replaced the clog oil mist filter. This is one of five 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2010-00307, 2084725-2010-00309, 2084725-2010-00310 and 2084725-2010-00311.

Event description:
The customer reported that five employees experienced allergic symptoms due to haze/oil mist coming from their sterrad 100s sterilizer. Subsequent customer follow-up on (B)(6) 2010 indicated that "all the employees are fine". This report is for the first healthcare worker (hcw) who experienced a sore, itchy throat and watery, burning eyes which lasted all day until she went home. The hcw was exposed to the unit 8 hours a day and did not wear any ppe. The hcw did not seek medical attention. The customer states that they had noticed a haze in the room for the past two weeks, but did not know where it was coming from until a cycle cancelled in the sterrad 100s. The facility declined to have an asp field service engineer (fse) come out and assess the unit. The facility biomed will assess and fix the unit. The customer mentioned that the unit would not be in use until the issue was resolved. This is report one of five. Her symptoms have resolved.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and health hazard analysis. The DHR (device history review) for the sterrad 100s system confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100s did not reveal a trend for haze/oil mist, hr-eye burning, and hr-allergic symptoms did not reveal a trend. Trending analysis for haze / oil mist, hr-eye burning and hr-allergic symptoms issues associated to the sterrad 100s found there is not a significant trend. The hhe (health hazard analysis) relating to haze / oil mist issues is considered low risk. The root cause was determined to be a clogged oil mist filter. There was no part returned for investigation.